Event description:
It was reported that the patient underwent a transvaginal tape, bladder sling, urethral suspension, and revision of mesh erosion repair on (B)(6) 2007. Since the implantation of the mesh devices, the patient has experienced erosion, shrinkage, extrusion of mesh, urinary retention, persistent pain, dyspareunia, and numerous surgical procedures to remove the mesh devices. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with cystoscopy, and dilation and curettage. It was reported that the patient had mesh removal procedures on (B)(6) 2011 due to erosion, pain, and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent excision of left periurethral mesh on (B)(6) 2012 due to symptomatic mesh related pain.

Manufacturer narrative:
(B)(4): dyspareunia . Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00022. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional information: it was reported that mesh was implanted on (B)(6) 2007 to treat cystocele, rectocele and urinary incontinence. Removal procedures were done on (B)(6) 2007, (B)(6) 2010, (B)(6) 2011 due to erosion, pain and dyspareunia.

Manufacturer narrative:
It was reported that following insertion the patient experienced severe nerve damage, constant zapping of nerves, no orgasms since first surgery, stabbing pain on crease of right leg, disfigured vaginally (scars), bladder leakage, pain during sex, mentally destroyed and sexual dysfunction. (B)(4).